Manufacturer narrative:
No issues were found that would result in the insulin being hard to push into the fill port. Fluid was inserted during investigation and no damages or defects were noted. The device was returned with a bend in the exposed portion of the soft cannula, however, fluid was observed exiting the distal tip. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) levels reaching 320 mg/dl while wearing the pod longer than 48 hours. The patient stated that it was hard to push insulin into the fill port. Treatment included changing the pod and giving herself an injection.